Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter was no longer inflating. The patient underwent surgery to replace the device. No holes were found in the tubing. There were no further patient complications.